Event description:
It was reported that the caller experienced an alarm 2 followed by alarm 26, related to an occlusion event earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl and was not reported as "high," indicating there was no adverse impact on their blood glucose level. To resolve the issue, the customer replaced the soft cannula infusion set and resumed insulin delivery. No further assistance was necessary, and the case was closed by technical support.